Event description:
A distributor contacted heartsine to report that the voice prompts volume of their customer¿s device was very low. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
A distributor contacted heartsine to report that the voice prompts volume of their customer¿s device was very low. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Metal particles were observed in the speaker in the device. The debris in the speaker housing would suggest the device had been stored in the presence of metallic particles. Due to the magnetic nature of the speaker, these particles would have been attracted through the holes of the speaker housing from the surrounding environment. The customer received a replacement device and the returned device scrapped by heartsine.

Event description:
A distributor contacted heartsine to report that the voice prompts volume of their customer¿s device was very low. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.